Manufacturer narrative:
The lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited increased thresholds. It was suspected that the lead had dislodged. A revision procedure was performed; the lead was successfully repositioned. However, as the lead was being repositioned, it was noted that the heilx mechanism required a high number of rotations to adequately position the lead. The procedure was completed with normal measurements. No additional adverse patient effects were reported.